Manufacturer narrative:
This product is not marketed in the us. Device not returned: surgical video was available. Ovd was applied different way, from the tip of nozzle and not from designated inlet port. The volume of filled ovd appeared too small. Iol was rotated in the cartridge but injected into the patient. Repositioning of the lens was required. (B)(4).

Event description:
The reporter indicated that a ks-ni2 aq310ai, 14.0 diopter preloaded injector, "when injecting the lens, it was tough to push, but forced to inject the lens. Lens was injected into patient's eye and the surgery was successfully completed." Per reporter, "I believe the lens was blocked because setting way was incorrect. User is applying viscoelastic material from tip of cartridge nozzle and volume of filled viscoelastic material appear too small."